Event description:
Patient reported left side rupture. Device was explanted and discarded after surgery.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis identified an opening.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: implant rupture.

Event description:
Patient reported "implant rupture". Device remains implanted. This record relates to the left side.